Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that two cadd pumps alarmed/steadily beeped "no disposable clamp tubing." The issue was resolved by switching to a third cassette. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. Three cassettes were received for evaluation. Samples were received in used conditions, decontaminated inside of a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. No damages, kinks or voids were detected that could cause the failure mode reported. During functional testing, the sample was filled with 100 milliliters of water and attached to a pump; no alarms were activated. The mohawk exposure in the sample was measured with a ruler. Mohawk is measured from the pressure plate latch profile to the end of the mohawk. There was no mohawk exposure. Based on the no disposable alarm investigation and root cause through a corrective and preventative action, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicated; complaint is not confirmed.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history review. Three cassettes were received for evaluation. Samples were received in used conditions, decontaminated inside of a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. No damages, kinks or voids were detected that could cause the failure mode reported. During functional testing, the sample was filled with 100 militers of water and attached to a pump; no alarms were activated. The mohawk exposure in the sample was measured with a ruler. Mohawk is measured from the pressure plate latch profile to the end of the mohawk. There was no mohawk exposure. Based on the no disposable alarm investigation and root cause through a corrective and preventative action, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicated; complaint is not confirmed.